Manufacturer narrative:
A left side pedicle screw was misplaced due to a merge shift. Other screws were placed on target. The exact cause of the misplaced screw was unable to be determined.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.